Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient's mother reported that on (B)(6) 2023, her 14-year-old male child patient faced an occlusion due to which his insulin remained suspended. Further, the patient faced a bent cannula which led to high blood glucose level. Therefore, they tried to treat it with bolus via the pump, but on (B)(6) 2023, the patient went to the emergency room due to high blood glucose level. His highest blood glucose level was 550 mg/dl. Moreover, the infusion set had been used for two and a half days, with site location his abdomen. During hospitalization, he received fluids of saline, insulin, and unspecified (drug name unknown) medication as corrective treatment. At the time of this report, the patient was not released from the hospital and had no other permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.